Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom. Review of the most recent repair record determined the motor was corroded and the speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery that the hand-piece was making strange loud noise. There was no harm or injury to the patient and no medical intervention/additional surgical procedure was required. Another device was used to complete the procedure. A non specific delay was reported. The date of the event was not reported; point of contact stated that the event occurred a month ago. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the motor speed was unstable.